Manufacturer narrative:
Per tandem's user guide: do not put any other drugs or medications inside your system cartridge. The system is designed only for continuous subcutaneous insulin infusion (csii) using u-100 humalog or u-100 novolog insulin. Use of other drugs or medications can damage the pump and result in injury if infused. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred during the load sequence. Reportedly, customer used liquid hydrocortisone instead of insulin. Tandem clinical support educated customer regarding cartridge labeling instructions. The customer re-loaded the cartridge to resolve the issue. There was no reported impact to the customer¿s blood glucose level.